Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation a ventilator inoperative alarm condition was observed. The device's machine flow sensor needs replaced to address the issue. Additionally, the device's system board needs replaced to address a motor controller shutdown issue. This issue would not affect the device's ability to deliver therapy. The device's vanity cover was damaged, and needs replaced. The machine flow sensor, inline proximal filter, blower bellow and blower were found to be contaminated and will need replaced. The air inlet foam filter needs replaced as per preventive maintenance protocol. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service centers investigation is complete.